Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a driveshaft fracture occurred. The device was tested outside of the pt's body without difficulty. The physician loaded the oad over the viperwire and performed two 15-second spins after which it was discovered that the driveshaft had detached from the oad handle. The physician successfully removed the oad and viperwire from the pt's body. He then regained wire access and completed the procedure with a laser. Facility medwatch received: "the pt was undergoing a left lower extremity angiogram and atherectomy. During the attempt to treat the posterior tibial artery occlusion, a csi orbital atherectomy device was inserted and a single pass was made before the shaft of the wire device broke at the hub. The hub was outside of the body of the pt. The physician was able to pull the entire mechanism out of the pt without injury." Additional info has been requested regarding this event.

Manufacturer narrative:
The device has not yet been received for analysis. (B)(4).